Event description:
Healthcare professional reported right side "cap con baker iii". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d.1, d.2, d.4, g.4, h.4, h.6.

Event description:
Healthcare professional reported right side "cap con baker iii". Device has been explanted.

Manufacturer narrative:
The event of "cap con baker iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "cap con baker iii".

Event description:
Healthcare professional reported right side "cap con baker iii". Device has been explanted.